Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in the ureter during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2016. On (B)(6) 2016, the physician attempted to remove the stent using a flexible cystoscope. However, the stent was stuck and was not removed. A rigid cystoscope and forceps were tried and managed to bring the tip of the stent at the urethra meatus where it was secured with a clamp. The patient was transferred to a lithotripsy suite where fluoroscopy revealed that the upper coil of the stent was not completely straight. Extracorporeal shock wave lithotripsy (eswl) was performed under the assumption that the stent was encrusted. During the eswl, the stent was able to be pulled smoothly, however the stent was cut at the middle ureter. Retrograde intrarenal surgery (rirs) was performed on the following day. The remaining portion of the stent was stuck in the renal pelvis and could not be removed using a rigid ureteroscope. After several attempts, the stent was totally removed and was found encrusted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.